Manufacturer narrative:
The reported complaint of set screw being stripped was confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header and setscrews were performed and revealed that right ventricular hex insets of the setscrews contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator (ICD) setscrew was stripped. The device was not used. There were no patient consequences.